Manufacturer narrative:
Initial visual inspection noted that all seal plugs were intact and the header was completely attached. Body fluid contamination was noted in the header lead barrels and on the device case. The defibrillation positive (df+) set screw was observed to be stuck in the up position against the retainer washer. All other set screws operated normally. Initial review of the device data showed the device had not displayed a replacement indicator while implanted. Subsequent additional external visual inspection after decontamination and cleaning noted no device case irregularities. The left ventricular negative seal plug was torn around the edges and there was a hole in the right atrial positive seal plug; all other seal plugs were intact. The df+ set screw was confirmed to be stuck in the up position; the set screw released with 24.05 inch ounces of torque. All other set screws operated normally. Device interrogation showed the battery status was end of life (eol) with a monitoring voltage of 2.49 volts. The electrical measurements from manual bench testing showed normal sensing, pacing and defibrillation outputs. Magnet placement over the device resulted in the expected generation of a tone. Based on recorded data from device operations and an engineering calculation based on programmed values, this device met longevity expectations.

Event description:
Boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) exhibited oversensing and double-counting of a patient's qrs rhythm. A review of the stored episode showed normal device operation detecting and declaring an episode where the patient spontaneously converted. It was also noted that the patient had another arrhythmic episode which the device did not detect. The patient lost consciousness and required external defibrillation by paramedic. The patient was hospitalized and the device was explanted and replaced with a competitors product. New information received indicates that this patient has retained legal counsel and filed a lawsuit. There was an allegation that the device malfunctioned and did not perform as marketed. The device subsequently was brought to our post market quality assurance laboratory for analysis.